Event description:
A physician reported that during a surgery an ophthalmic console exhibited weak aspiration during ultrasound mode. The procedure was completed without any problem and patient impact was not reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative (did not) confirm nor replicate the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality analyst to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive, as there was no problem found. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).